Event description:
It was reported that the ventilator does not give any output from the patient assist port. Note with the ventilator stated: "visual alarm not working on this vent despite using various nurse call cables."

Manufacturer narrative:
Na